Event description:
Customer reported anomolous pco2 readings during monitoring no report of injury has been received.

Manufacturer narrative:
The info contained herein is being provided to FDA to comply with regulations relating to medical device reporting. The submission is not intended to and shall constitute an admission on behalf of diametrics medical ltd, that product which is the subject of this report in any way malfunctioned, was defective, or was causally related to death or injury.